Event description:
It was reported by service report that the power cord sheathing was damaged and the scale was inaccurate. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: load cell.